Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was experiencing pain at the shunt site. According to the report, the pain was relieved by local anesthetic injection. It was later reported that there was no allegation that the device had malfunctioned or was not working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.